Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, encapsulation, red particles and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior due to surgical damage and missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a right side '"seroma", "double capsule around implant with spontaneous hematoma" and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side '"seroma", "double capsule around implant with spontaneous hematoma" and rupture. The device has been explanted.